Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The unit was found to shutdown on its own. The on/standby switch was replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the on/standby was not functioning as expected. There was no report of patient involvement.